Manufacturer narrative:
This product is registered as a combination product. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-09543 it was reported that patient presented remotely via merlin.net with noise on their atrial and right ventricular leads. Physician was forwarded the episodes for review. No patient symptoms, patient condition, or intervention were reported.

Event description:
New information received noted that there was a recurrence of noise on the atrial lead. The patient had no consequences and no intervention took place.